Event description:
It was reported that the lead exhibited loss of capture at 7.5 v at 1.5 ms. Dislodgement was suspected. As the patient did not need the atrial lead and did not want any more surgeries, the lead would be left alone.